Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cannot be straightened. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a monopolar curved scissors (mcs) to perform failure analysis. The mcs instrument was analyzed and found to have blade damage at the midpoint of the blade. Both of the blade edges were indented. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The mcs instrument was found to have a broken tube extension at the orange plastic section. The mcs has detached fragments. Thermal damage was not observed.the probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h4 is not available.field h10 is blank as there are no related report numbers.